Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, the right atrial (ra) leadless pacemaker (lp) exhibited stretched helix. The ralp was not implanted and an alternate ralp was implanted instead. Patient condition was stable.